Event description:
It was reported that the pulse generator was in backup vvi operation. After a software download, the device failed to revert and was now interrogating as a verity sr device. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found the pulse generator to be in backup mode. The product code could not be downloaded. This was due to a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.